Manufacturer narrative:
This report filed february 8th, 2016.

Event description:
Per the clinic, the patient experienced poor performance with the device, however; the issue could not be resolved. It was discovered that the electrode array had inadvertently been implanted in vesicles. Subsequently, the device was explanted on (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery.